Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated they had issues with insulin pump. Customer had two high blood glucose 571mg/dl-572mg/dl; treated with humalog injection. Customer also experienced a low and treated with food and bags of glucose. Customer stated their low blood glucose was 52mg/dl. Customer's current blood glucose was 151mg/dl. Customer stated the pump over delivered insulin and believe is the cause of low blood glucose. Advised customer to speak with their doctor regarding low blood glucose. Advise customer to monitor the insulin pump and call back if issues persist. Customer insisted the pump to be replaced, since everything turned out fine advising to monitor. Customer is still concerned about the insulin pump not working and requested the pump to be replaced.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.